Manufacturer narrative:
Patient demographics were obtained from the (B)(6) 2018 baseline data. Outcomes attributed to adverse event, date of event: estimated. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to worsening renal and heart failure, with subsequent patient death. Patient ID: (B)(6). It was reported that on (B)(6) 2018, the patient presented with degenerative mitral regurgitation (mr) grade 3+, with an anterior leaflet prolapse. One mitraclip was implanted without a device issue, reducing the mr to grade 1+. On (B)(6) 2020, a follow-up echocardiogram was performed. The mr had increased to grade 2+. Reportedly, the mitraclip remained stable and well seated, without any device related tissue injury observed. There was no report or indication that the recurrent mr was device related. In (B)(6) 2021, while hospitalized, the patient expired due to renal and heart failure. Medications had been provided for the renal failure. The device relationship to the event is not known. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effects of mitral regurgitation (mr), death, heart failure and renal failure are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed the reported mr appears to be related to patient conditions as the mitraclip was reported to be stable and well seated, without any device related tissue injury observed. Additionally, there was no report or indication that the recurrent mr was device related. Death also appears to be related to patient conditions as reportedly, the patient died from heart failure, but the main cause was a history of renal failure. Therefore, the reported renal failure resulting in heart failure appears to be related to patient conditions. The reported hospitalization and medication required were a result of case-specific circumstances. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design, or labeling.